Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient was experiencing increased pain. The catheter was subsequently revised and a kink was found. It was believed that the pump moved/shifted in the pocket to cause the kink. The physician un-kinked the catheter and changed the position of the apex when the pump was re-sutured.